Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump stopped working. The patient's blood glucose at the time of incident is unknown. The caller noted that there was moisture on the inside part of the screen. The customer stated that they showered with the insulin pump and the device alarmed with an error message. The device had a sudden vibration followed by a blank display immediately after the exposure to water. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump has not been returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump was scratched case, pillowing keypad overlay and minor scratched lcd window.